Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, (B)(6) was used as a place holder.

Event description:
It was reported that bd nexiva hf single port leaks at the septum. The following information was provided by the initial reporter: nexiva leaking from septum where the needle comes out. It has happened 4 times so far. (B)(6) could you please provide a further description of the issue? Blood was leaking out of the grey septum where the needle comes out to safety. This happened 4 different times with different size gage and length catheters. When was this defect observed? During or before use? During use. What was the impact to the patient? Had to get a new line. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No available sample. What was the fluid at use? N/a, blood leaking upon placement.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383520 and lot number 2312135. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.